Event description:
Reportable based on analysis completed on (B)(6) 2010. It was reported that during a coronary drug eluting stenting treatment procedure, crossing difficulties were encountered. Access was obtained via the femoral artery and ivus was used. The 95% stenosed lesion was located in the severely tortuous and mildly calcified left anterior descending (lad). The 3.5x20mm taxus liberte stent delivery system (sds) was advanced to the lesion but did not cross. The procedure was completed using a plain old balloon angioplasty (poba). There were no patient complications and the patient condition was listed as "good". However, the returned product analysis revealed stent damage.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: a visual and microscopic examination identified that the entire length of the stent was damaged. The distal to middle section of the stent was severely damaged and the stent was squashed. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. A 0.015 inch product mandrel was inserted through the lumen with no restrictions noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)